Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Baseline rhythm was observed to be right bundle branch block (rbbb). The length of the membranous septum was 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon and the patient went into complete heart block. During the procedure, the valve was implanted successfully at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, the patient was also developed with an accelerated junctional rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A temporary pacemaker was placed to stabilize the rhythm and on 08 apr. 2026, transferred to intensive care unit (ICU) for monitoring. On the following day, the patient received a permanent pacemaker to resolve the event. The implanter classified this event as being related to the procedure and the patient¿s past medical history. The patient was reported to be discharged.